Event description:
This is the second of three reports received from finland in which healon 5 was used during cataract surgery and increased intraocular pressure occurred post-operatively. This report involved a 78 year-old man who underwent a cataract extraction in which healon 5 was used. On 8/11/98, he was found to have an increased intraocular pressure and was hospitalized. It was suspected that not all of the healon 5 had been removed. The affected eye was punctured in order to reduce the iop. A full recovery was reported. The product was recalled in finland as a result of these three case reports. This device is currently not marketed in the us and is under PMA supplement application.